Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular lead, no capture was exhibited after initial lead placement. The lead was successfully repositioned in another location at which time, acceptable threshold and capture were observed. The associated device was then connected and the procedure completed. However, at this time the patient's blood pressure dropped to an unmeasurable level. The physician proceeded with an echocardiogram and confirmed vessel perforation. The patient was intubated and a pericardiocentesis performed, resulting in a gradual and steady increase of blood pressure. The patient was then transferred to the ICU and conservative medical managements taken. Two days later, the patient was reported as feeling well and maintaining a normal blood pressure. Discharge is expected with no further medical intervention required.